Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. A ¿check baseline¿ error was noted for a majority of the log files. The ensite contact force module instructions for use (IFU) states ¿baseline operation should be checked regularly and if necessary reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body; after reinsertion into the patient¿s body after retraction through a sheath; when the message ¿please check baseline¿ displays.¿ in addition, the log files analysis indicated the automatic baseline reset of the tactisys was unable to function due to the value of the deformable body thermocouple (tc2) reading under 32°c for a majority of the log files. The cause of the low tc2 temperature remains unknown. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following an atrial fibrillation ablation procedure, a pericardial effusion was noted via transthoracic echocardiogram with no specific location in the pericardium. The patient did not display any symptoms. A pericardiocentesis was performed to stabilize the patient. The physician suspected the perforation occurred during ablation. There were no performance issues with the ablation catheter.